Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01174 & 2134265-2017-01558. It was reported that air embolism with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was positioned in the patient¿s laa. A 27mm watchman ® laa closure device & delivery system (wds) was introduced; however the distal markerband of the wds became bent due to a kink on the was outside of the patient. During use of this was, air entered into the device. The air never entered the patient¿s anatomy, it was aspirated successfully. Both devices were removed. The was exchanged for a new anterior curve sheath. A second 27mm wds was then introduced; however, the same issue occurred again. The distal markerband of the wds became bent due to a kink on the was outside of the patient. This time, the physician pinched the kink in the opposite direction to fix it and continued with a third 27mm wds. This closure device was deployed in the laa. During deployment, a pericardial effusion was observed. The patient¿s pressure dropped and fluids were administered. Air was noted in the pericardial space. The patient was tapped and fluid was drained. The closure device was implanted. They believe the pericardial effusion was caused by an air embolism. The physician does not believe the air in the pericardial space was related to the air in the first was as an hour had passed by this time and the air in the first was successfully aspirated. After pericardiocentesis the patient was transferred to ICU. Neurological testing was performed that evening. No further patient complications were reported. It was noted the patient was doing great.